Event description:
It was reported via phone call by customer's mother that the customer was hospitalized. The customer's blood glucose ranged between 80mg/dl-105mg/dl during hospitalization. The customer was treated with sugary foods. Then her blood glucose elevated to 230mg/dl. The customer's mom believes the customer was still reacting to the insulin. Customer's mother stated her blood glucose did not go below 80mg/dl. The customer took in 22u of insulin during a set change. The customer was off the insulin pump prior to hospitalization less than 48hours.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they over delivered insulin and they were going to the emergency room. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.